Manufacturer narrative:
Evaluation: method - device not returned. Additional manufacturer narrative: upon follow-up, the healthcare provider did not provide any information regarding the patient's death. The provided operative report indicates patient was discharged in good condition. Records indicate no mention of a malfunction of the edwards' devices during implant. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to indicate a device relationship to the patient's death, or to suggest a device malfunction. Without additional information and device return, no further investigation can be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. The date and cause of death were not provided. Patient received an edwards' aortic valve (subject device), tricuspid ring (reference sn (B)(4)), and a non-edwards' mitral ring; surgery was performed on (B)(6) 2010. Upon follow-up with healthcare provider, the implant operative report was provided, stating the patient was discharged in a good condition. The healthcare provider did not provide any information regarding patient's death.